Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction code occurred again, which customer acknowledged and understood.